Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-paced t-wave oversensing (pptwos) on a remote transmission. Programming changes were made to restore normal parameters. The patient was stable.